Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, teflon pad damage can result from continous activation of the output without tissue between the probe and the grasping section. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, when the device was removed from the patient, it was noted that the teflon pad was melted and the metal was exposed. The intended procedure was completed with another device. There was no patient injury reported.